Manufacturer narrative:
Date of event: date of event was approximated to (B)(6) 2014, the date the sling was implanted, as no event date was reported. The complainant was unable to report the upn and lot number; therefore, the unique identifier (UDI) #, manufacture date, and expiration date are unknown. This event was reported to boston scientific corporation legal by the patient's legal representation. The implant surgeons is: (B)(6) m.d. (B)(6) medical center. (B)(6). Patient code (B)(4). Impact code (B)(4).

Event description:
It was reported to boston scientific corporation that an advantage fit system was used during a mid-urethral sling and cystoscopy with calibration procedures performed on (B)(6) 2012 to treat a patient with stress urinary incontinence. The patient was taken to recovery room in stable condition. As reported by the patient's attorney, the patient experienced an unknown injury.